Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in regards to calibration error and sensor alerts and reported experiencing low blood glucose of 50 mg/dl, for which she treated with orange juice. Troubleshooting was performed with the sensor. The customer was advised the sensors would be replaced but did not agree to return the product for analysis.